Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D4: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of 9610813-2025-00031. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by a non-healthcare professional, consumer experienced discomfort at night and was urgently taken to hospital in the morning and was diagnosed with corneal ulcer in both eyes after wearing contact lenses for approximately five to six hours of wear and the discomfort stayed for about eighteen to twenty hours and was prescribed with intravenous and intramuscular antibiotic injections, along with tobramycin and dexamethasone eye drops, ofloxacin eye ointment, and vitamin a eye ointment. The current status of the consumer¿s eyes was unknown at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.